Event description:
It was reported that during a lobectomy procedure, the device could only be opened with extreme force, and the device fired malformed staples. Another device was used to complete the procedure. There was no adverse patient consequence.